Event description:
It was reported that noise was observed on the rv lead. The lead was capped and replaced. During the procedure when the pocket was opened, insulation damage was observed. It was noted that the patient had recently engaged in heavy upper body lifting possibly contributing to the lead damage. Patient was fine post procedure and will be monitored.

Manufacturer narrative:
.